Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used, empty easypump ii lt 270-27-s-EU/sa without packaging. Weight of the 2 used, empty samples: sample 1: 76.0 g and sample 2: 75.9 g. The following investigations were conducted: visual inspection: the received samples were taken to a visual inspection. As-received condition the white clamp was closed, and the patient connector (lla-cone) was open at the 2 received used samples. The original wing caps were not submitted from the customer. After opening of the big top cap and removing of the closing cone we detected crystallized drug residues and solution at the filling port (lli-cone) and at the patient connector (lla-cone). Damages that would lead to a malfunction were not detected at the received samples. Functional inspection: afterwards, the samples were taken to a functional test respectively a leak test was carried out. Therefore the 2 received used and empty pumps were filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the 2 used pumps (opening the white clamp) and waiting for 60 minutes the used pumps are working (solution was running). Leakages were not detected at both received samples. Flow rate test: nominal: 10 ml/h. Actual: first used sample: 15.5 ml in 1 h; 30.6 ml in 2 hrs; 176.9 ml in 18 hrs. Second used sample: 15.9 ml in 1 h; 31.7 ml in 2 hrs; 188.8 ml in 18 hrs. The decisive value to evaluate the flow rate will be measured approx. At the half of the pump running time. Summary and assessment: a too fast flow of the pumps (as described by the customer) could not be determined on the 2 received used samples. Based on the conducted investigations the tested samples are within the specification. Therefore, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 23e07ged41, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in netherlands: "catching up too quickly" according to the customer: reason of complaint: catching up too quickly.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.